Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient's implant had stopped helping with her symptoms. The patient stated she normally got 100% symptom relief but not anymore. She also stated she used her patient programmer (pp) to make adjustments to her settings and she went from 2v up to 7.2v and it was still not helping like it used to. The patient further reported that the last two times she used the pp and synched to her implant, she felt really bad shocks, similar to heat waves, that caused her stomach to hurt for a few days. It was reviewed that the patient programmer showed that the stimulation was on and the patient had the ability to change programs and/or adjust stimulation. It was noted that when synching to her implant during the call, the patient did not feel shocking that time. She increased her stimulation from 7.2v to 7.7v on program 1 and would keep it here for the next couple days. Additionally, she indicated that she had foot surgery about 3 months prior and had gone through a metal detector but she did not think that would have caused it. She stated she did not turn off her implant during those times. No further complications were reported or anticipated.